Event description:
Review of service data a reportable problem. During servicing, monitor sn (B)(4) reset during incoming pulse testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. As received, the monitor reset during incoming pulse testing. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted form the defective monitor. The last patient to use this monitor did not report any deficiencies.